Event description:
Patient called back and mentioned they met with their representative weeks ago and their replacement controller and recharger was still not functioning. Patient called for a battery pack replacement. During the call patient got no device found without the recharger plugged in. Patient cleaned the recharger and controller charging port pins. Patient reset the controller. Patient plugged the recharger and got 100% on the controller and 70% for the implant. Quality was excellent. Patient was concerned that the controller and implant battery stayed the same 3 days later. Agent reviewed controller battery information and that battery pack was functioning as intended. Patient had a problem turning stimulation on and couldn't turn stimulation on. Agent reviewed why their implant stayed at 70%. Stimulation was off during the call so agent walked patient through pressing the white button. Patient was able to turn stimulation on and off multiple times and white button was responsive. At the end of the call controller was at 90% and implant was at 90%. Patient was escalated and requested for a supervisor. Patient mentioned one day their equipment would work perfectly and the next day or 2 days later it would lock up. Agent understood this as controller. Patient went 3 days without pain relief. Agent still redirected patient to their hcp and for their representative could help unpair and repair the controller. Patient disconnected the call. Agent closed case. (B)(6) 2024 (B)(4) (con): the pt stated that 'some days it works and some days it does not'. Agent asked clarifying questions; pt stated they put the 'wand' (agent understood this as recharger) on their back and implant starts charging with no problems. Pt stated the next day, the controller screen will say looking for device for 5+ minutes. They would try to press the stim on/off button but, that would not clear the screen so, they would have to reset the controller. Pt stated they would try to charge ins again but, kept seeing can't find device. Pt stated their biggest problem is that they are in pain and 'it doesn't take the edge off like it was doing'. Pt confirmed on the call that stimulation was on and they were getting relief. Pt stated they will continue to monitor the issue. The pt was redirected to hcp to further address pt's concerns and ins charging issue since controller and recharger have been replaced.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type product ID 97755-s, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.